Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 11:00 pm, the patient began receiving cgm alerts indicating low glucose readings (specific values not provided). In response, the patient drank milk to treat the presumed hypoglycemia. Despite repeated intake of milk, the cgm continued to display decreasing glucose levels and eventually showed ¿low.¿ the patient subsequently developed symptoms of dizziness and vomiting. No confirmatory fingerstick blood glucose (fsbg) was obtained during this time, and no insulin or other medications were administered. Due to concern, the patient¿s partner called 911. Upon ems arrival, the cgm continued to display ¿low,¿ while a confirmatory fingerstick revealed an fsbg of 120 mg/dl. The patient was administered glucose tablets due to symptoms and transported to the emergency room (ER). Upon arrival in the ER, the cgm displayed 84 mg/dl, while a fsbg showed 300 mg/dl. The patient received medication for nausea, but no additional glucose-specific treatment was documented. The patient was monitored in the ER, but he self-administered his insulin treatment on his own. The patient was discharged on (B)(6) 2026 at approximately 1:30 am. At the time of the report, the patient reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid upon arrival of ems. Upon arrival at the ER, the reported glucose fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.